Manufacturer narrative:
On(B)(6) 2024 flowrate issue was observed during preventive maintenance activities performed at zyno medical, llc. Cause not established as there is a track of yearly maintenance done on this device for years 2024 and 2023.. All the issues resolved/repaired as this is observed during preventive maintenance. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On (B)(6) 2024 during servicing activities of zyno medical, llc which includes preventive maintenance there is a flowrate offset% issue where flowrate offset% at pre-rework is (B)(4) and at post-rework it is (B)(4).no patient involved as this is observed during preventive maintenance.